Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient saw a por and their therapy stopped due to the por. The patient called in because they were seeing a reposition antenna screen on the recharger. The patient stated that they charged their implant every day and their last recharge was three days prior. The patient attempted to communicate with the programmer and saw an informational por. The patient was walked through clearing of the por. The por was cleared successfully. The patient was able to start a charging session. The patient stated that the issue was due to a piece being replaced. No further complications were reported or anticipated.